Event description:
(B)(6) infusion registered nurse reported they are getting a system timeout error message and cannot clear it. They tried changing the batteries but received same error. Infusion nurse reported they are going to use gravity tubing to infuse today and tomorrow's dose. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: privigen sdv - 30gm. Privigen sdv indication: inflammatory and immune myopathies, not elsewhere classified; myositis, unspecified. Did patient miss a dose or have an interruption to therapy? Unknown. Did adverse event(s) result due to product issue? Unknown. Did pharmacy replace device? Yes. Is device associated with event available for return? Unknown.